Event description:
It was reported that an incident occurred during a graft harvesting procedure via the ria2 system. The approach procedure was properly followed, with the ria inserted almost in the axis of the femoral shaft. The problem occurred during the first drilling with the smallest diameter 10mm drill head. The diameter of the barrel was at least 10.5mm so there was no problem accessing the ria. It is during the removal of this head the fins broke inside the patient, a short distances from the femoral neck, requiring the surgeon to use laparoscopic forceps to recover the pieces. The surgery was delayed by about half an hour. It was also noticed shrinkage of the outer plastic at the end of the ria requiring using a second ria2. The rest of the procedure was consistent with usage and recovered 60cc of quality graft. The patient is currently doing well; however, he required 6 blood bags due to significant perioperative bleeding. There has been no additional surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found all four of the end prongs were broken apart. Broken fragments were not returned for analysis. No other issues were identified. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Surgical technique was reviewed and the following relevant statements were found: open the medullary canal and conduct reaming by following ao reaming techniques for im nailing and maintain a guide wire entry angle of less than 10° from the axis of the canal. Precaution: if the guide wire entry angle is greater than 10° from the axis of the canal, there is a risk that bowing of the reaming rod will result in: ¿ eccentric reaming of the far cortex. ¿ damage to the reamer head connection, resulting in metal fragments in the canal. For an antegrade tibial approach, the knee will need to be flexed to 90-110° for entry site access. Insert the guide wire aiming down the tibial crest, and thus the center of the medullary canal. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø10 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿03.404.016s, reamer head f/ria 2 ø10¿ has prongs broken. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed for reamer head f/ria 2 ø12 . The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿03.404.016s, reamer head f/ria 2 ø10¿ has prongs broken. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed for reamer head f/ria 2 ø12. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be reassessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that "during the operation (filling in the bone cavity of the left femoral shaft), the surgeon used equipment to loan the ria 2 kit requested during the programming of the patient in the operating room. The salesperson is present in the room at the request of the surgeon for technical assistance. The ria 2 kit is used to take bone grafts here at the level of the femoral diaphysis. When the device is withdrawn from the patient's shaft, the surgeon observes that the reamer head is not complete, that fins are missing and that they are in the patient. The salesperson also notes shrinkage of the outer plastic at the end of the ria 2. An additional 30 min is required for the surgeon with specific equipment available in the operating room to recover the pieces. In order to continue the operation, the use of a second ria 2 kit is then necessary in order to recover the bone graft. Second kit that we had also received upon receipt of the loan. The operation can therefore continue. The use of the second kit was effective and allows the surgeon to finish the operation. Incident that leads to additional operating time leading to an increase in operating time in a fragile septic patient. Lengthening of anesthetic time in a fragile patient. Increase in the risk of infection by increasing the operative time."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 (health effect - impact code & health effect - clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.